Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient's family member regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's family member reported they had heard an alarm "like 8 years ago because [the patient] missed a refill". The patient did not get filled on time because they gave us the wrong appointment date. No symptoms were reported related to the missed refill. No further complications were reported.